Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder (lot: 9029970) was implanted utilizing 14f amulet steerable delivery system. On (B)(6) 2024, the patient was hospitalized for bacteremia and was further diagnosed with endocarditis with vegetation on the mitral valve extending to the amulet disc. Blood work showed skin staph infection in the blood stream. The patient was administered intravenous antibiotics.

Manufacturer narrative:
The device was not returned for analysis. An event of patient device interaction problem associated with thrombus was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a root cause of the reported patient device interaction problem could not be conclusively determined. The reported patient effects of endocarditis, unspecified infection, intracranial hemorrhage, and thrombus could not be determined. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes added: h6 health effect: clinical code: 4440 thrombosis, 1891 intracranial hemorrhage, 1930 unspecified infection. H6 medical device problem code: 4001.

Event description:
Subsequent to the previously filed report, additional information was received and the procedure description was revised: it was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder (lot: 9029970) was implanted utilizing 14f amulet steerable delivery system. Patient presented with no history of endocarditis and a supra pubic catheter. On (B)(6) 2024, the patient was hospitalized for bacteremia and was further diagnosed with endocarditis with vegetation on the mitral valve potentially extending to the amulet disc. No cardiac symptoms were experienced. It was unknown whether the vegetation seen on the amulet disc was continuation of the endocarditis or thrombus. Blood work showed skin staph infection in the blood stream. The patient was administered intravenous antibiotics. The patient was also administered lovenox anticoagulant for the potential thrombus but was stopped as the patient developed a subarachnoid hemorrhage.